Manufacturer narrative:
Patient information was unavailable from the site. The pipeline device will not be returned for investigation as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. The event occurred in the patients post procedure and its cause was unknown. Additional information has been requested on this reported event, however, no response has been received. Should it become available a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that embolization treatment of cerebral aneurysm with pipeline device, 14 days post procedure aneurysm ruptured.

Manufacturer narrative:
Patient information - additional information. Event description - additional information. Date MFR rec ¿ additional information. Type of reportable event - update information. Code updated no information was provided regarding the patient¿s post-operative aneurysm and death. Therefore, the cause of this clinical experience could not be conclusively determined. Should further information be available, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the patient had neurological symptom caused by the rupture aneurysm. The patient died. The patient underwent embolization treatment of saccular shape aneurysm, located at internal carotid artery - cavernous sinus, landing zone vessel diameter was 3.81 mm distal, 2.85 mm proximal, neck width was 9.62 mm, aneurysm size (max diameter) was 15.59 mm.